Event description:
Side nail plating with multiple screws on t. Condylar bar at supra condylar area. Breakage noted 9/25/96 and removed.

Manufacturer narrative:
No eval was performed as the product was not returned.